Event description:
Device 1 of 2 reference MFR report: 1627487-2014-10111. It was reported the patient was unable to charge her scs ipg for approximately three weeks. In addition, the patient reported stimulation does not help her pain much. The patient refused troubleshooting and requested to have her scs system explanted. Surgical intervention may be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.